Manufacturer narrative:
The user reported an "electric sensation" at the sensor insertion site. The user went to the ER but was not seen or treated and left. The sensor was later removed by an health care professional.

Event description:
Senseonics was made aware of an incident where user reported an "electric sensation" at the sensor site. The user went to the ER but was not seen or treated and left. The sensor was later removed by an health care professional.